Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer and a health care provider (for, con, hcp) via a distributor regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that it was identified that the patient therapy manager (ptm) programmer had difficulty in telemetry and visualization of programming parameters on the screen. I was stated that this hindered the active management of drug delivery by the patient. There was also a return of symptoms with increased pain. There were no external factors that were recognized that had an influence on the non-functioning or malfunction of the equipment. There were no diagnostics/troubleshooting performed. It was stated that it was not possible to intervene to solve the problem, other than the request for a warranty exchange. Actions/interventions taken included requesting for warranty exchange. The issue was not resolved at the time of the report. It was further stated that the event did lead to or extend patient hospitalization as the patient visited hospitals spo radically. The patient reported several episodes of hospitalization to increase morphine doses.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.